Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong report source as consumer. In this report, the report source has been updated correctly as company representative and foreign. Section report source in box g has been updated/corrected.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed secondary findings like pca burned. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.